Event description:
The manufacturer was notified of an incident involving a ds2adv auto CPAP device, in which the device reportedly emitted smoke after the user installed new tubing, a water tank, mask and filters. The user described the event as a brief puff of smoke followed by a smell of electrical burning. Additionally, the user disclosed the use of an ozone-based disinfection device. There was no report of serious patient harm or injury. There was no report of medical intervention. The device has not been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.